Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the bags tore open while trying to remove the specimen. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.